Event description:
The customer states that false negative results were obtained on one patient sample processed using the architect anti-hcv assay. Duplicate results of s/co = 0.73 were obtained. S/co less than 1.00 are considered nonreactive by the architect anti-hcv assay. The sample was repeatedly reactive using an alternate method (modular) and produced a band around c22 using the riba method. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B) (4) this report is being filed on an international product, list number 6c37-30 that has a similar product distributed in the us, list number 1l79. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.